Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791. Serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that there was difficulty charging. The implantable neurostimulator recharger (insr) antenna went from 0 to 8 bars over and over again. It was reported that the antenna was damaged. There were no patient symptoms reported. Additional information was received from the consumer. It was reported that the replacement of the recharging antenna did not resolve the difficulty recharging/coupling issue. The implantable neurostimulator (ins) was replaced because the patient couldn¿t charge it due to the coupling issues. It was confirmed that the replacement took place on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.